Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) regarding a patient with an implantable neuro stimulator (ins) for non-malignant pain. It was reported that patient fell pretty hard yesterday and patient reported that the ins went crazy at the time of the fall. Hcp was not able to elaborate on this but did state that patient thought the fall/ trauma had activated the ins. Additional information was received from the patient via a manufacturing representative (rep). It was reported that patient fell and felt a jolt of energy from his stimulator. Patient fall is the contributing factor to the issue. Rep checked impedances and everything was good. No intervention was taken. The issue was resolved at the time of this report. No surgical intervention occurred or planned. Patient is alive with no injury.